Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device alarmed. - this occurrence was noticed during patient ventilation. - the continuous alarm was observable both visually and through hearing. Te 231008 (o2valveleak). This alarm was multiple time noticed during patient ventilation. - the device log files (service log, error log, event log) were provided to hamilton. - there is (patient involvement reported. This event occurred during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device alarmed. - this occurrence was noticed during patient ventilation. - the continuous alarm was observable both visually and through hearing. Te 231008. (O2valveleak). This alarm was multiple time noticed during patient ventilation. - the device log files (service log, error log, event log) were provided to hamilton. - there is (patient involvement reported. This event occurred during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.